Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2005. It was reported that the pt has progressively had to recharge her ipg more frequently. She is currently recharging every day. The physician is planning on explanting and replacing the ipg. No add'l info is available at this time.